Event description:
While tying in the valve, a leaflet and hinge broke on the valve frame per dr (B)(6). A valve pledget and piece of aortic mechanical valve leaflet, as the hinge insertion, were not located after the valve was explanted. Numerous attempts were made to locate the missing pieces, unsure if they were evacuated with the suction.